Event description:
Pt fell 11/27/96, incurring a comminuted patellar fracture on the left. He underwent open reduction and fixation on that day. The fracture is now healed. He does have symptomatic painful tension band wire which is palpable beneath the skin and tenting the skin. Pt admitted for removal.